Manufacturer narrative:
Device evaluation: the complaint components were returned and analyzed, and the reported allegations of pump malfunction, reservoir malfunction, and impeding erosion were not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's inflatable penile prosthesis(ipp) was explanted due to a pump malfunction and an impending erosion on the right side. It was also reported that there was a reservoir malfunction. A new 21cm x 12mm device was implanted.

Event description:
It was reported that the patient's inflatable penile prosthesis(ipp) was explanted due to a pump malfunction and an impending erosion on the right side. It was also reported that there was a reservoir malfunction. A new 21cm x 12mm device was implanted.